Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a broken catheter was confirmed and the cause was use-related. The product returned for evaluation was one 3fr s/l groshong catheter. Usage residues were evident throughout the sample. The two-piece connector was received assembled but detached from the catheter segment, which included the manufactured distal end and terminated between the 26cm and 27cm depth markings. Following disassembly of the connector, the proximal end of the catheter was observed over-laying the cannula. The break surface appeared tapered and irregular. Both catheter segments exhibited curved shape memory near the shared complete break. Tactile inspection of the sample revealed extreme tensile weakness in the vicinity of the complete break. Microscopic inspection of the break revealed sharply defined, irregular surfaces. The break surfaces exhibited a dully granular texture. The severe tensile weakness, curved shape memory and break edge characteristics were consistent with tensile failure caused by pull stress. The location of the damage suggested that the luer hub was pulled while the catheter was held in place, leading to catheter failure within the connector strain-relief sleeve. Care should be taken when fixing, accessing and maintaining catheters to avoid causing tensile damage. A lot history review (lhr) of reya2272 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that supposedly, while the patient received drug infusion (superan), it was said that, the catheter burst at the proximal edge like a balloon. It was reported that the catheter was removed. (B)(6) 2015 - the sample evaluation shows a complete break.